Event description:
Healthcare professional (hcp) reported patient was injected with 2ml of juvéderm® volbella¿ with lidocaine in the cheeks and under eye, juvéderm® ultra 3 in the lips and the rest of the face with non-allergan filler (fillmed). A week later, patient developed general inflammation on the cheek and under eye. Patient was prescribed 60mg (3 weeks), ciprofloxacin 500mg every 12 hours for 10 days, enantyum 25mg every 8 hours for 10 days, varidase for 3 days. Three weeks later, symptoms of oedemas and marked inflammation on the under eye re-occurred. Patient was treated with corticoid 60mg (6 additional days). 11 days later, patient was treated with hyaluronidase and 6 additional days of corticoids. 6 days later, patient went to the emergency room for general malaise and swollen skin and was diagnosed with iatrogenic cushing's syndrome, deemed not related to the device. A week later, patient was treated with hyaluronidase without success. Symptom has not been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00738 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of iatrogenic cushing's syndrome (not device related) is considered an unexpected adverse drug experience.